Event description:
Report received from (B)(6) states: "vitrectomy doesn't cut and low aspiration. No patient impact."

Manufacturer narrative:
The product has been requested for evaluation; however; it is unknown if it will be returned. Report 3 of 3.